Event description:
MFR received a report from the dealer that a fire erupted in the user's apartment and user passed away. Cigarettes and ashtray were found near the concentrator. Dealer reported that burn pattern in home is consistent with smoking. How and if co's device caused or contributed to the injury is unclear.